Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low voltage alarms was confirmed via log file analysis and the reported damage to the white power cable was confirmed via visual analysis. The heartmate ii system controller (serial #: (B)(6) was returned for analysis, a log file was downloaded, and a log file was submitted for review. The log files spanned approximately 11 days (B)(6) 2020 per timestamp). Throughout the log file are several intermittent atypical low power advisory alarms while on 14v battery power due to low rsoc voltages on the black power cable and voltage fluctuations were observed as well. There were no other notable alarms in the log file. Pump operation was not affected. The heartmate ii system controller went through preliminary testing and passed. The controller failed 4 continuity tests during functional testing, had higher than expected resistances on the wires of the power cables, and failed insulation testing on the power cables. The power cables were stripped, and fluid ingress was observed. No cuts were observed to the internal wires of the power cables. These did not affect the controller¿s ability to operate a pump. The root cause of the reported event was unable to be conclusively determined through this analysis; however, the conductor breakdown and observed fluid ingress has the potential to contribute to the reported event. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient sustained damage to their system controller. Pictures of the lead from the controller were sent to technical services (ts) and ts reported that there appeared to be some kind of damage. Ts recommended to change out the controller for safety and asked that the controller be returned for evaluation. Related manufacturer reference number: 2916596-2020-03928.